Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was report that the brake did not work effectively during ablation and speed was unstable. The 99% stenosed target lesion was located in a mildly tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotapro and rotawire drive were selected for use in a percutaneous coronary intervention (pci) procedure. The rotapro was prepared outside the body and platformed at 180,000rpm. Dynaglide mode was used when the burr was advanced into the lesion. During procedure, the rotation speed was 200,000rpm. The rotapro and rotawire rotated together, and the movement was abnormal under fluoroscopy. Therefore, the rotapro and the rotawire were removed together from the patient and checked outside the body. It was confirmed the rotapro and the rotawire were rotating at the same time. The procedure was completed with another rotapro and rotawire device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. The rotawire used in the procedure was returned and used for analysis. The rotawire was inserted into the annulus of the burr and advanced the through the advancer with no resistance or issues. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the brake engaged when the ablation button [knob switch] was pressed and held the wire in place. During functional testing of the brake, the device was able to reach and maintain optimal rpm in both normal and dynaglide modes with no resistance or issues. Inspection of the remainder of the device revealed no damage or other irregularities. A2: age at time of event: 18 years or older.

Event description:
It was report that the brake did not work effectively during ablation and speed was unstable. The 99% stenosed target lesion was located in a mildly tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotapro and rotawire drive were selected for use in a percutaneous coronary intervention (pci) procedure. The rotapro was prepared outside the body and platformed at 180,000rpm. Dynaglide mode was used when the burr was advanced into the lesion. During procedure, the rotation speed was 200,000rpm. The rotapro and rotawire rotated together, and the movement was abnormal under fluoroscopy. Therefore, the rotapro and the rotawire were removed together from the patient and checked outside the body. It was confirmed the rotapro and the rotawire were rotating at the same time. The procedure was completed with another rotapro and rotawire device. There were no patient complications, and the patient was stable post procedure.